Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the deployment issue was related to operational context. It is likely that the bends and smashed portions noted throughout the shaft prevented movement of the shaft lumens and contributed to the deployment issue. The bends likely occurred during advancement through the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: returned goods lab identified a sheath separation on the device, but this was not noted during during the procedure. There was no resistance noted during the procedure, and it was confirmed that nothing remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right internal carotid artery. A 6-8x30mm acculink self-expanding stent system (sess) was advanced to the lesion successfully. During deployment, the stent became exposed for 1-2mm and would not deploy any further. The sess was removed successfully, and a new same size accullink stent was used to successfully complete the procedure. There were no issues with the deployment mechanism. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.